Event description:
The affiliate reported: patient returned to theatre for icp monitor to be changed (le3382), as the icp was ranging in measurement overnight. New icp monitor (le10302) and micro sensor were used. The sensor was zeroed correctly, sutured and closed. The icp ranged from 10 ? 22 mmgh. Surgeon was concerned about the range of the icp reading and changed over to another icp (le3751) and new micro sensor. The sensor zeroed, the icp reading initially fluctuated then read -99. Due to this the surgeon was still concerned and placed in an evd. (During use on patient)

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The following products were reported under this complaint: p/n 82-6631; s/n (B)(4) - returned to codman for evaluation. P/n 82-6631; s/n (B)(4) - returned to codman for evaluation. P/n 82-6631; s/n unk. - not returned to codman for evaluation. P/n 82-6635; s/n (B)(4) - not returned to codman for evaluation. P/n 82-6635; s/n (B)(4) - not returned to codman for evaluation. S/n (B)(4). 1 - no visible damage to the millar sensor, catheter material or connector. 2 - the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 9/9/13. A review of quality records was conducted for both microsensors and prior to distribution both devices met all manufacturing and quality testing/inspection specifications. Based on the above evaluation, supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. Complaint is considered closed at this time.